Event description:
Customer's husband reported that his wife passed away, while she was in her car driving when she experienced low blood glucose that caused her to lose consciousn3ess and swerve off the road. Customer's car hit a tree and she passed away. Customer was wearing the pump at the time the death.